Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that in the middle of an anterior resection, the jaws of the device could not be reopened while applied to patient tissue. To remove the device from the tissue, the surgeon used another device to resect the tissue directly adjacent to the jaws of the device. There was no harm to the patient.